Manufacturer narrative:
H6 corrected.

Event description:
Reportedly, two smartview connect remained on a 'no signal' screen when launching the pairing sequence. A third smartview connect was used and pairing was successful.

Manufacturer narrative:
Analysis synthesis: - analysis revealed that the smartview connect s/n (B)(6) most probably triggered the application upgrade and the renewal of the certificate at the same time, resulting in a mismatch between the certificate and the private key. As a result, the stored certificate was the wrong one and communication was prevented with the back office, leading to the observed issue. - upon reception, the smartview connect s/n (B)(6) was tested and the reported behavior was not reproduced, as no error message was displayed and normal communication with the back office was observed. Therefore, it can be suspected that the reported issue resulted from a poor network coverage at the location where the error message was displayed. Based on available data, no malfunction is suspected on this smartview connect app. - this case is recorded for trending purposes.

Event description:
Reportedly, two smartview connect remained on a 'no signal' screen when launching the pairing sequence. A third smartview connect was used and pairing was successful.

Event description:
Reportedly, two smartview connect remained on a 'no signal' screen when launching the pairing sequence. A third smartview connect was used and pairing was successful.